Event description:
Report of several underdelivery events received. The pump is in use at an oncology clinic and is used to administer outpatient chemotherapy such as taxol, carboplatin, 5fu and other agents. The clinic IV nurse reports that "the pump always was running slow." For example, if the user sets the pump to infuse 50ml over 15 minutes, at the end of the infusion there would still be approximately 20 to 25ml remaining in the container. Another example is for delivery of 500 to 1000ml, the IV container would still have 200+ml remaining at the end of the infusion. The display would indicate that the entire expected amount had delivered. The pump was then reset to infuse the remaining amount. This occurred over many pts. There were no reports of adverse effects to the pts. The timing, however, would set the schedule at the clinic back and pts would have to stay at the clinic for much more time than expected with other pts having long waits to start infusion. No additional info was available.